Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore a gore® viatorr® tips endoprosthesis with controlled expansion was selected for a transjugular intrahepatic portosystemic shunt (tips) procedure. The stent was delivered to the desired anatomical location. Upon deployment, the deployment line removed freely, however. The proximal 2cm of the covered portion failed to open. Further balloon angioplasty opened some of this length, however, the proximal extent still failed to open.

Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. Only the delivery system was returned for analysis. The physician¿s observations that the proximal 2 cm of the covered portion failed to open could not be confirmed, however a broken deployment line was confirmed. With the available information, it could not be determined why the deployment line broke. Review of the four images provided showed the proximal end of the device does not appear to be deployed in one image. Due to the sub-optimal images received for evaluation and lack of contrast within the device, it cannot be confirmed that the device failed to open in the other images. The gore® viatorr® tips endoprosthesis with controlled expansion instructions for use includes but is not limited to the following potential device or procedure-related adverse events associated with the use of the device: deployment failure

Manufacturer narrative:
B1 - added adverse event . B4 - added new information to event description. G3/g4 - added date h1/h2 changed to serious injury. H6 - changed to f08 and f1901.

Event description:
It was reported to gore a gore® viatorr® tips endoprosthesis with controlled expansion was selected for a transjugular intrahepatic portosystemic shunt (tips) procedure. The stent was delivered to the desired anatomical location. Upon deployment, the deployment line removed freely, however. The proximal 2cm of the covered portion failed to open. Further balloon angioplasty opened some of this length, however, the proximal extent still failed to open. It was reported a reintervention was required on (B)(6) 2024 to open the stent at the proximal end. The viatorr stent was successfully dilated to 8mm and a balloon covered stent was placed. Excellent flow was seen through the viatorr device.